Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. Internal moisture was visible under the display lens. A leak test revealed a battery compartment crack. Unrelated to the complaint, the pump powered on with a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.